Manufacturer narrative:
(B)(6). (B)(4). Siemens has completed a technical investigation of the reported event. The root cause of the technical issue was attributed to a malfunction of the irs (image reconstruction system) computer resulting in the cooling fans not working properly. The analysis of the log files showed that the first warnings of possible over-heating were displayed at 8:33am on the day of the event, and several times after. The user continued using the system despite the warnings. At 10:27am the temperature was too high and resulted in the "fatal error" which stopped the system from completing the scan of the sedated child. The investigation did not identify any general design issue. The spare part consumption of the irs computer in relation to the installed base is tracked by siemens and was determined to be far below threshold. The examination of the child was to be repeated after the irs computer problem was fixed and the fans replaced. No further action is deemed necessary at this time.

Event description:
It was report to siemens that during the scan of a sedated child (age, weight, gender and other details were not provided), the somatom definition flash system over-heated causing a "fatal error" that stopped the scan (image reconstruction system [irs] turned off due to over-heating). There was no critical injury to the child associated with the event. Although requested, additional information was not provided to siemens. This event is being reported with an abundance of caution. The reported event occurred in (B)(6).